Event description:
The complainant indicated that while treating a pt (age and gender unknown) in ventricular fibrillation, they were unable to discharge the device. The device in use was in manual mode when they delivered 4 shocks to the pt of 200 joules, 200 joules, 360 joules, and 360 joules. The device was charged for a fifth shock and the device would not discharge. The complainant indicated that the pt expired.